Manufacturer narrative:
The reported meter (B)(4) has been returned and investigated with retained batteries. Visual inspection has been performed on the returned meter; a corroded battery component was observed. Meter powered on with button depression and upon docking. The meter was sent for further investigation and during visual inspection, corrosion in the battery compartment along with contamination on the dock port was observed. The returned meter powered on properly with retained batteries. There is no evidence that an explosion occurred within the hardware of the meter. There has been no malfunction identified with a product designed by adc. Therefore this issue is not confirmed. Extended investigation has also been performed. The DHR (device history review) for the xceed meter was reviewed and showed the xceed meter passed all tests prior to release. No further investigation is required.

Event description:
A health care professional reported that the battery of an adc hospital blood glucose meter "exploded" while the meter was sitting on the docking station. The health care professional further reported that the meter was also "very hot to the touch." There was no report of a death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported that the battery of an adc hospital blood glucose meter "exploded" while the meter was sitting on the docking station. The health care professional further reported that the meter was also "very hot to the touch." There was no report of death, serious injury, or mistreatment associated with this event.